Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer went to the emergency room (ER) with blood glucose of 320 mg/dl and trace ketones. Reportedly, customer suspected that the pump was not delivering insulin as intended. Customer was treated with intravenous insulin drips and was released from the ER 10-12 hours later with bg of 198 mg/dl. Customer had manual injections available as alternate insulin therapy.